Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.

Event description:
A cardiac tamponade occurred during an atrial fibrillation ablation procedure. After ablating the left superior pulmonary vein, the left inferior pulmonary vein, and the mitral line with a cool path ablation catheter, the physician noted a decrease in cardiac movement via fluoroscopy. An echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed. The pt was stable and conscious after the procedure. The physician believes the cardiac perforation occurred during the ablation of the posterior wall of the heart. There were no performance issues noted during the use of the catheter.